Event description:
The account stated that the architect troponin-I reagent has generated a false positive result on one of three samples from the same patient. The result from the first sample was 0.86 ng/ml. The second sample was tested the following morning and the result was 0.01 ng/ml. A clot was found in the first sample and was resolved after mixing. All three samples from the patient were tested and all results were negative at 0.01 ng/ml. The account states it is unknown if the clot was in the first sample at the time of testing as the analyzer would of detected the clot. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow up MDR will be submitted when the investigation is completed.